Event description:
It was reported a sudden battery depletion of the subject device (implanted on (B)(6) 2008) observed during the last follow-up (annual). Consequently, the device was replaced and will be returned for analysis. Preliminary analysis of available files showed normal battery depletion.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.

Event description:
It was reported a sudden battery depletion of the subject device (implanted on (B)(6) 2008) observed during the last follow-up (annual). Consequently, the device was replaced and will be returned for analysis. Preliminary analysis of available files showed normal battery depletion.

Event description:
It was reported a sudden battery depletion of the subject device (implanted on (B)(6) 2008) observed during the last follow-up (annual). Consequently, the device was replaced and will be returned for analysis. Preliminary analysis of available files showed normal battery depletion.